Manufacturer narrative:
Concomitant medical product: 6943-65 lead , implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received high voltage therapy for an atrial arrhythmia with rapid ventricular response that was detected by the device as a ventricular arrhythmia. It was further reported that the right atrial (ra) lead exhibited undersensing in the stored electrograms (egm). Additional information obtained via follow-up indicated that reprogramming changes will be made. The implantable cardioverter defibrillator (ICD) and ra lead remain in use. No further patient complications have been reported as a result of this event.